Manufacturer narrative:
The insulin pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Pump error alarm due to j6 connector resistance issue. Unexpected battery power loss not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had to visit the hospital because of replacing 620g insulin pump with 640g insulin pump which was used originally ran out extremely quickly. The customer's blood glucose level was unknown. The device will be returned for analysis.